Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front and rear 2-wire therapy electrodes. The root cause of the gel leak was excessive force. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear left therapy electrode. The area was described as a burn-like mark that is red, inflamed. The patient reported that the therapy electrode was leaking a clear fluid and the belt was replaced. The patient then reported that her back felt wet again even after the belt replacement. The patient's doctor recommended that she use an anti-itch cream to treat the irritation. During a follow-up, the patient indicated that the irritation had healed.